Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The programmer was returned without a stylus. The replacement stylus was able to be successfully calibrated, and no functional issues were identified. The storage bay was found to be worn, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unresponsive to the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.